Event description:
A caller reported that the cartridge came dislodged from the pump. The customer's blood glucose level did not reach values above 500 mg/dl or below 54 mg/dl, indicating no adverse impact. To resolve the issue, the caller changed the cartridge, infusion set, and adhesive sleeve, confirming no problems with the replaced components. The issue was resolved, and insulin delivery successfully resumed without the need for further assistance. Replacement supplies were to be sent by cts.